Event description:
A facility reported that a cerelink microsensor (ID 826850) was placed in parenchyma for 4 days. The sensor performed as intended and the lead was consistently attached to the patient. After the patient was log-rolled, the icp express console displayed "no microsensor detected" message. They then swapped the grey cable, and the console with more than one option and could not resolve the issue. Even after troubleshooting, the microsensor was still unrecognized. Therefore, it was removed and replaced and it worked normally. It was stated that, ¿it was the icp express console that the patient was being monitored on, however even with troubleshooting other icp express consoles and different leads it was determined that the fault was in the microsensor and not the monitor itself. This was further confirmed when the microsensor was removed and replaced with a new one and the patient was able to be monitored without issue.¿ based on the information provided, it is unknown if the patient monitor is connected to an integra or codman icp monitor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields . The cerelink microsensor (B)(4) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7044253 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - internal wires broken 3cm from connector. Catheter mashed / crimped 3cm from connector. The icp express read "no transducer detected", cerelink monitor not acceptable. No testing possible. Root cause analysis - the supplier could determine the cause of the issue to be mishandling of the catheter.

Event description:
N/a